Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 413 mg/dl. The customer stated that he has one big air bubbles in the reservoir. The customer was advised to deliver 5 units fixed prime until air bubbles are no longer visible. The customer was advised to repeat the delivery of a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to change infusion set.